Event description:
(B)(4). Onset of excessive bleeding cramping and heavy clots experienced within 8 weeks of implant date ((B)(6) 2013). Was placed on minastrin 24 fe to regulate bleeding. Since the implant of the devices I have experienced the following side effects: excessive and heavy menses, cramping, severe bloating, nausea, extremely painful sexual intercourse, muscle spasms and twitches, muscle cramps, migraines, blurred vision, decrease in vision acuteness, floaters in vision, anxiety, severe constant headache and neck pain, joint pain more so in hips, back, neck, jaw, itchy skin, random patches of dermatitis (unknown cause), hair loss, ringing in ears, sleeplessness and insomnia, stabbing pains in uterus, "kicking" sensation in abdomen, severe mood swings, overall malaise, increasing tiredness, vaginitis, stabbing pain around opening of vagina, severe pelvic pain, gi discomfort and issues, food sensitivity, uncontrollable sugar cravings, numbness and stiffness of hands, tingling in hands, superficial blood clotting in legs, easy bruising, weakened immune system, burning and itching inside of uterus, severe jaw joint pain, severe pms symptoms, heart palpitations and rapid heart beat, short of breath frequently.

Event description:
(B)(4). Left out symptoms of severe memory fog, frequent urination, mental confusion and forgetfulness, stabbing pains similar to gall bladder attack, had gallbladder removed a year prior to essure placement.